Manufacturer narrative:
The hillrom technician found the power cord needed to be replaced. Per the hillrom service manual the compella bed requires an effective maintenance program. We recommend that you perform annual preventative maintenance. Pay particular attention to safety features, which include but are not limited to: all caregiver and patient controls, along with their indicators, operate correctly. Replace or repair parts as necessary. The customer reported that when the compella bed was plugged in the nurse felt a tingling sensation, and the cord sparked, smoked, broke into, and was burnt. The customer also reported that the nurse was not injured and medical intervention was not needed. The bed was not used for the patient. The compella bed is intended for bariatric patients of all age groups with varying medical and physical conditions used to treat or prevent pulmonary or other complications associated with immobility, prevent pressure ulcers or any patients that may benefit from continuous lateral rotation therapy. The severity of shock from a given source will depend upon its path through the body. Low voltage (less than or equal to 380 volts) electric currents that pass through the body have well-defined physiologic effects. For a 1 second contact time, 1 ma is the threshold of perception ¿ causing a tingling sensation; or 5ma causing a maximum harmless current. It is likely the nurse experienced discomfort or pain. Pain or discomfort is an unpleasant sensation occurring in varying degrees of severity and typically stops once the stimulus is removed. It may be contained to a discrete area as in an injury or more diffuse as in disorders or diseases. Discomfort is a symptom and not an injury, it is not life-threatening and does not require treatment to prevent permanent impairment of a body function or structure. This event did not result in serious injury, however, if the reported event were to recur it could result in serious injury, therefore, this event is reportable. As no serial number was provided for this bed, a search of the hillrom maintenance records for any hillrom performed preventative maintenance on this bed was unable to be completed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the power cord to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the power cord was split in 2 pieces and sparked when connected. The customer reported that when the compella bed was plugged in the nurse felt a tingling sensation, and the cord sparked, smoked, broke into, and was burnt. The customer also reported that the nurse was not injured and medical intervention was not needed. The bed was not used for the patient. The bed was located at the account. The caregiver experienced tingling. This report was filed in our complaint handling system as complaint (B)(4).